Event description:
The customer reported that the gastrointestinal videoscope exhibited a blurred image. Onsite inspection confirmed the customer complaint of an intermittent image issue. The issue was identified during a diagnostic upper gastrointestinal endoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.